Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the implanted device has been idle for 8 years. Tech support asked if the caller had any details about why the device was "idle", the caller indicated that the device failed and it never worked for the patient. The issue was not resolved through troubleshooting. Tss reviewed MRI information.